Event description:
It was reported that the patient was admitted for a gastrointestinal (gi) bleed. Log files were submitted for review. There were no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleed could not be conclusively established through this evaluation. In addition, evaluation of the submitted log file confirmed a power and flow elevation. A specific cause for this finding could not conclusively be established through this evaluation. It was reported that the patient was admitted for a gastrointestinal bleed. Upon device interrogation, an isolated power and flow elevation was noted. The submitted log file captured a transient elevation in pump power and flow on 01sep2023. The elevation was captured during a pulsatility index (pi) event. No other notable events or alarms were observed. The pump appeared to function as intended at the fixed speed throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device, as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Section 1 "introduction¿ addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 7 entitled ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Upon interrogation of the ventricular assist device (vad), it was noted that they had an isolated event with increased power and flow with subsequent lower flow. It was noted that in the log files, an isolated power/flow elevation was captured.